Event description:
Additional information was received from the patient. The patient saw her physician on (B)(6) 2016. The patient did not know the cause of the reported symptoms of "ballooning" and nerve damage. She saw her physician to resolve the issue but it is unclear what steps were taken or if the symptoms resolved.

Event description:
The consumer reported that it felt like she had crabs in her rectum and they were pinching their way up into her vagina. The patient was experiencing severe pain so bad that she could not even eat or sleep. Due to the problems she was having with the device, she went to talk with a doctor. The doctor suggested that she had pudendal nerve damage. She said that it was without a doubt related to the device. Patient services suggested the patient turn the device off to see if it helped but she already turned it off and she started ballooning; she chose to turn it back on. This happened sometime in (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
In MFR report #3004209178-2016-12360 the following information was reported: it was reported that the lead moved. A lead migration was noted. Additional information and review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. Continuation of concomitant medical products: product ID: 3093-28, lot# v318137, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their lead moved. The lead migrated to face the vagina instead of facing away from it. This was reported to be the cause of their symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that in (B)(6) 2016 they all of a sudden had problems sitting down and bending over and squatting and that it felt like a thousand needles poking between their vagina and the inside of their rectum. Patient had their device replaced in (B)(6) 2016. No further complications were reported.